Event description:
A consumer reported that following use of this product, her eye "burned" and two days later, she developed an eye infection. She reported her eye doctor believes the product could have played a part in the infection. Add'l info has been requested.

Manufacturer narrative:
The product was not been received for eval. A review of the mfg batch records could not be done because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 09/16/2011 and 09/30/2011 by phone and mail. A completed questionnaire has not been received. (B)(4).